Event description:
The device was used during an open cholecystectomy procedure. Reportedly, the instrument severed the artery. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.